Event description:
It was reported that 3 y ext w/vlv ports & 2 sld clp experienced flow issues and were clogged during use. The following was reported by the initial reporter: "one of the bungs is faulty, as you cannot flush, there is no movement, I have marked the line with a black marker."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/14/2021. H.6. Investigation: four 20019e7d samples were received in open packaging for investigation; two samples were from lot 20125454 and two were from lot 20125630. All four samples were received with residual fluid present in the line. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the 20019e7d samples; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20125454 and 20125630 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125630. Medical device expiration date: unknown. Device manufacture date: 2020-12-03. Medical device lot #: 20125454. Medical device expiration date: 2023-12-03. Device manufacture date: 2020-12-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 y ext w/vlv ports & 2 sld clp experienced flow issues and were clogged during use. The following was reported by the initial reporter: "one of the bungs is faulty, as you cannot flush, there is no movement, I have marked the line with a black marker."